Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users to immediately place the minicap disconnect cap on the transfer set after disconnecting the transfer set from the patient line of the disposable set. There are also instructions for users to cap off the transfer set with a new minicap disconnected cap and tighten it as part of the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) forgot to place the mini cap on their transfer set that morning. The hp had contacted the baxter technical service representative (tsr) for direction because they had the homechoice (hc) device set up and ready to begin the therapy. The tsr advised the hp to follow up with their registered nurse (rn) prior to starting the therapy. There was no patient injury or adverse event associated with this report.